Event description:
Boston scientific received information that one month post implant, this right ventricular lead displayed increased threshold measurements. An x-ray did not reveal a macroscopic dislodgement, however there was concern the lead was dislodged. A revision procedure was performed. A decision was made to replace this lead with an active fixation lead. Post procedure measurements were within acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.